Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose (bg) level was 482mg/dl and a manual injection was administered to address the bg level. The contact reported the customer was to continue using the pump for insulin therapy and manual injections were available.